Manufacturer narrative:
The pod was returned and evaluated. It was determined that the needle mechanism had not inserted the cannula due to an improperly installed component. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that he woke to high bg readings (300mg/dl). Upon removing and inspecting the pod, he noticed that "the cannula never inserted"; the needle only had fired, and it did not retract. The pod will be returned for eval.